Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, chills and cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with gentamicin (dose, frequency, route and duration not reported), ceftazidime (dose, frequency, route and duration not reported), and diflucan (dose, frequency, route and duration not reported). The patient was retrained on proper aseptic technique. It was not reported if dianeal therapy was ongoing. The outcome of this peritonitis event was not reported. No additional information is available.